Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was being reported that during a therapy or during use on a patient the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "poor screen display". There is an involvement of the patient during this incident and no one was harmed during this process. A getinge field service engineer (fse) attended the site and located the unit to be repaired, performed visual inspection around the unit and everything looks as per normal. Logged into service mode and retrieved all event logs. Reload firmware/performed all safety checks but the system appeared to be rep producing reported error. Fse attended the site on the (B)(6) 2024 located the unit to be repaired, dismantled the unit and refitted new assembly top level display, new coiled cord. Reassembled the system and tested to as/nzs3551 and getinge specifications the system was returned back to service fully functional see spt test for more details.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during therapy, the cardiosave intra-aortic balloon pump (iabp) unit has poor screen display. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions),h10 it was being reported that during a therapy or during use on a patient the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "poor screen display". There is an involvement of the patient during this incident and no one was harmed during this process. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : gettinge field service engineer not visited the site

Event description:
N/a